Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a late pericardial effusion with tamponade occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device & delivery system (wds) was implanted. The case concluded successfully with no pericardial effusion noted after implant. Approximately two weeks post implant the patient presented with severe chest pain and tamponade. Upon transthoracic echocardiogram (tte), they noted a pericardial effusion. They tapped the patient; 400-600cc was drained from the pericardium and the effusion resolved. At 45 days post implant, a tte was performed noting the device was in place and sealed with no leak around the device. The patient stopped their anticoagulation at that point and has been doing fine since then.